Event description:
Same case as 2134265-2012-08325 and 2134265-2012-08160. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred. The ilab cart motordrive exerts no traction and failed to perform an automatic pullpack. No patient complications were reported. Additional information has been requested, but not obtained.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).